Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant of the pacing lead high thresholds, unstable thresholds and capturing malfunction were observed. The pacing lead was explanted. No patient complications have been reported as a result of this event.